Event description:
The patient had good stimulation and therapeutic benefit for the first six weeks after implant. She had since lost stimulation sensation and reported that she was getting no benefit. She had tried to increase voltage without success. Impedance readings for pairs c-2, c-3, 1-2, 0-2, 0-3 and 2-3 were all 2398 ohms, and reported as higher than expected. The diary use indicated that since the last session, stimulation use was 49%; the patient indicated that she had turned the device off two times during that period. She stated the stimulation had been turning off. The reed switch was disabled in case that was part of the problem. The patient was taken into surgery. The procedure planned and outcome was not specified. Additional information has been requested, but was not available at the time of this report.